Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse addressed the issue of the system's intermittent patient side manipulator (psm) 1 movement through proactive replacement of the psm 1. Following this, the system was tested and verified without further problem. The system was cleared as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. Fa inspection identified that the release lever was loose due to a broken sterile adapter (sa) release body. After the replacement of the sa release body and release lever, the psm was tested, operated with no further issue, and was restored to specification.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tips of the instrument, on the system's patient side manipulator (psm) 1, intermittently would not open. The customer re-installed the drape, replaced the drape, and replaced the instrument with no resolve. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to swap the psm 1 with the psm 3 to see if it was caused by the master tool manipulator (mtm); however, the isi clinical sales representative (csr) stated that the customer was unable to troubleshoot as they were in the process of doing the procedure. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. It was further reported that the customer tried to swap the instrument to the psm 2, and the instrument was working normally. The customer installed the instrument back on the psm 1, and the issue returned. The tse guided the customer to re-installed the drape, and the four (4) drive discs on the sterile adapter rotated normally and passed the test, but the problem persisted. The tse guided the customer to change to a new drape on the psm 1, but the customer was unable to continue with the troubleshooting.